Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced an occlusion alert while using an infusion set, which was resolved only after a full supply change that included replacing the cartridge and a 23" 6 mm cannula. Symptoms included transient hyperglycemia with a maximum blood glucose of 205 mg/dl for approximately 30 minutes, without ketosis, medical intervention, or assistance. Outcomes included no hospitalization, no emergency care, and no lasting health effects. Investigation included troubleshooting and education with the patient. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after replacement, consistent with an infusion set component issue. It was concluded, based on established findings for similar events, that the cause was an infusion set occlusion.